Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. A technical support specialist (tss) noted that the initial intake lacked patient specific identifiers (visit identifier), limiting validation of the issue. The reported behavior was analyzed and found to align with unsupported a34 (patient merge) hl7 messages in pyxis es version 1.7 or lower, which are known to cause potential downstream issues. Tss requested patient-specific details to confirm the root cause, however, no response was received. The customer was informed that the case could be reopened and investigation resumed upon providing the necessary information or requesting further assistance.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was not processing merge message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.